Manufacturer narrative:
A ge service rep performed an on site investigation. It was found table power switch was placed in the incorrect position. This was corrected during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table on the 2800 sys would lock up during a case. No pt injury was reported.